Event description:
The carendo shower chair was repaired by an arjohuntleigh technician. Upon inspection of the unit, the technician noticed that the seat cushion was missing.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the manufacturer arjo (B)(4). The manufacturer's investigation concludes: due to a trend of incidents with patients getting pinched between the moving parts of the carendo shower chair, a field action was initiated in 2009. A new seat cushion was developed and distributed to all customers. The instructions for use was updated with a warning stating "warning! Always ensure that the seat cushion is used to protect the resident from pinching." Since may 2009, the seat cushion is included in all carendo chairs from the manufacturer. This chair was manufactured in 2010 and equipped with the seat cushion from the manufacturer. During repair of this chair, the technician noticed that the carendo seat cushion was missing. The root cause of this event is considered to be use error. The manufacturer suggests informing the customer of the importance of following the information in the IFU and using the seat cushion. We will not take any further action at this stage. The record is kept for future trending.